Manufacturer narrative:
Device eval summary : device eval of the battery charger has been completed. The reported problem was confirmed. The cause of the battery charger led illumination was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely due to a contaminate which seeped into the connector and shorted this component. The defective u13 caused q1 and u14 to be defective. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement battery charger.

Event description:
A female pt contacted lifecor customer support to report that she went to change the battery pack this morning and the "battery pack fault" led was flashing on the battery charger base along with the green "charging" led. Support sent the pt a replacement battery charger.